Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the device evaluation identified the following reportable malfunction: a short circuit in the ccd cable caused the image to disappear during up/down angulation. A definitive root cause could not be determined. However, based on the investigation, it is likely that image blackout occurred due to a short circuit in the ccd cable when adjusting angulation. While physical stress on the distal end may lead to ccd cable short-circuiting, the specific cause of the short circuit in this case could not be identified from the available information. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1/: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device no image when angulation adjustment. The issue occurred during service and maintenance. There were no reports of patient involvement.